Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. Related manufacturer reference number: 2938836-2019-02422.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 4.4 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.